Manufacturer narrative:
Investigation summary in response to the event reported a device history review was conducted for lot number 1347261. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd prn adaptor the cap was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when preparing to put on the single-use heparin cap, if the joint is found to be damaged, replace it with a new disposable heparin cap in time. If no harm is caused to the patient, a new disposable heparin cap should be replaced in time, and the relevant competent department should be reported at the same time.